Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 3000 ohms, with no sensing, intermittent capture and no atrial signals on the electrograms (egms). However, atrial pacing was noted and a rate increase was observed. A review of the daily measurements revealed the out of range impedance started in (B)(6) 2012. Additionally, at that time, there were stored atrial tachy response (atr) episodes with fast rates and large fairfield signals. A revision procedure was performed and a lead fracture was revealed. The lead was removed from service and replaced without further incident. No adverse patient effects have been reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.